Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable cholesterol gen.2 and alkaline phosphatase results for one patient sample. Of the data provided, only the cholesterol result was discrepant. The initial result was 5 mg/dl and was reported outside the laboratory. This result was questioned by the physician. The customer examined the sample and found an air bubble. The sample was then repeated with a result of 209 mg/dl with a data flag. The patient was not harmed by any action as the physician complained to lab staff about the questionable result. The cholesterol reagent lot number was 601532. The expiration date was requested, but was not provided. A specific root cause could not be identified. Based on the provided calibration data, qc data, and instrument checks,a general instrument or reagent issue was ruled out. A preanalytical issue was assumed to be the cause as the customer found an air bubble on the sample.